Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The stent struts on row 6 were pushed distally. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage, as the event occurred prior to pt contact. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. When the stent protector was removed from the 2.50x16mm taxus liberte stent delivery system, it was noticed that the stent strut had lifted up. The procedure was completed with a different device with no pt complications. The pt condition post procedure was reported to be "good".